Event description:
During a conference call, vague anecdotal report received that an IV set leaked approx 30 inches below the pump module. Add'l event info was not provided. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The customer stated the set has been discarded and is not available for eval.